Event description:
This manifold product is used for our atrial fibrillation procedures. In addition to fluid management, this manifold is also used to monitor internal cardiac pressures and therefore has a pressure transducer attached. During the procedure today, the manifold was prepped as per manufacturer instruction and per protocol. When I tested the manifold by means of a modified 'square wave' test after 'zero-ing' (calibrating) the transducer, there was no sign on our monitor of pressure changes. It was then that I passed to the circulators a spare transducer (from an arterial monitoring kit that is not used) that I have on my sterile table to use in place of the transducer from the manifold kit. After flushing the new transducer, now connected to my manifold, re-calibrating it, and performing the modified 'square wave' test again, it was found the new transducer was showing pressure changes.lot number was 2545111. No patient harm.device #1is this a laboratory device or laboratory test?no.